Event description:
During follow-up, high pacing impedance was noted on the left ventricular lead. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece and wrinkling of the insulation from the connector pin most likely due to a tight bend radius was noted. X-ray examination revealed a fractured coil at the distal end of the connector boot where the wrinkling was noted and electrical testing found an open circuit. The results of the investigation concluded the high impedance was due to a coil fracture caused by a tight bend radius of the lead body just distal to the connector boot.